Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
In a clinical study, a micro-stent was reported with a device obstruction by iris, vitreous, lens, fibrous overgrowth, fibrin, or blood. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of device obstruction; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. A review of the study information revealed that the initial device placement attempt resulted in creation of a cyclodialysis cleft and reflux bleeding, which may have hindered the surgeons view during the second attempt at placement. At procedure completion, the surgeon considered the device to be adequately placed; however, more posterior than optimal. The root cause is use error during device implantation resulting in positioning of the device that was more posterior than optimal. Also, device obstruction is an established risk associated with device implantation, which is clearly identified in product labeling. The manufacturer internal reference number is: (B)(4).